Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: status post l5-s1 posterior lumbar interbody fusion. Interbody cage of migration causing bilateral radiculopathy. For which, patient underwent following procedures: anterior lumbar decompressive diskectomy. Removal of interbody cages x2. L5-s1 anterior interbody fusion. Implantation precision bone implant times one. Implantation bone morphogenic protein. Application titanium plate. Per op notes, the implants were identified. These were noted to be grossly loose and eroded into the superior endplate of l5-5. These were hooked with a nerve hook and then gently removed from the disk space. It was agreed that implanting the bone implant flush with the anterior cortex of l5-s1 would provide the greatest support at this level. Good resistance to collapse was evident due to the posterior instrumentation. The implant was filled with bmp and then placed into position using the catalyst system. The implant was slightly impacted into position and good the anterior support was felt to be obtained. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008, patient presented with history of a previous l2-l3 and l5-s1 posterolateral fusion. The patient at this time has developed adjacent level disease at l1-l2 as well as l4-l5. Therefore, an l1 far lateral decompressive laminectomy with bilateral medial facetectomy and foraminotomy was performed, however, because the patient has had 5 previous surgeries, surgeon also performed redo laminectomy on the right side at l3, l4, l5 and s1 as well as on the left side at l2, l3, l4, l5 and s1. These were performed in order for allowing having, one, decompression and two, placement of interbody arthrodesis to occur using bone morphogenic protein and autograft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.